Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a plate backed out approximately 4 - 6 months post-op.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported to manufacture that the patient was elderly, diagnosed with cancer, and had undergone chemotherapy and radiation therapy. Consequently, they had poor bone quality. It was also reported that the patient's anatomy forced the surgeon to bend the bottom of the plate in order to achieve better apposition. Therefore, the patient's poor bone quality, together with their anatomy may have contributed to this incident. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a plate backed out approximately 3 months post-op. Revision surgery took place (B)(6) 2016.